Manufacturer narrative:
Product evaluation: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported bleeding and raised pressure in an eye following micro-stent implant procedure. The bleeding resolved and did not require medical intervention.

Manufacturer narrative:
No sample has been returned for evaluation for the report; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative hyphema and elevated iop are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).